Manufacturer narrative:
Insulin pump received with a stripped battery cap, cracked display window, cracked battery tube threads, scratched lcd window, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that she had high blood glucose of over 600 mg/dl. Customer stated that her insulin pump display window is cracked and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.